Event description:
The ge oec 9800 fluoroscopy system produced a loud bang during system operation and displayed a pre-charge fault error. A system re-boot did not restore functionality. The system was removed from service.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective x-ray tube that would arc. The x-ray tube was replaced and system re-calibrated. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.